Event description:
The customer reported that their pump screen went blank unexpectedly and displayed a reset screen, requiring a power source to turn back on. There was no adverse impact to the customer¿s blood glucose level. The customer received education from technical support about necessary actions when the pump turns off, including resetting insulin on board and restarting cgm sessions. Technical support planned to investigate logs and follow up.